Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the implant turns on and off sporadically. The patient said she wakes up in pain, because the device turns off at night and different points of the day. Patient services reviewed we would only expect the device to be turned on or off using the programmer or recharger. The rep reported at a later date that it seemed like an issue with adaptive stimulation. The rep reported actions/interventions taken to resolve the implant turning on/off sporadically and pain were that they reset adaptivestim. No further complications were reported/anticipated.